Manufacturer narrative:
This is a combination product zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided . Date of event unknown / not provided . Implant date unknown / not provided . Last name unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that doctor's assistant called to request a thread tap but she was unable to provide any additional information about this complaint. No further information was provided by the customer at this time. Dr. Called to give email and to advise implant is a tsvmwb10 lot 1245931. Declined patient reference. Rethreading tool needed for lower left second molar.

Manufacturer narrative:
One (1) imp, tsv, mcol mg, 4.7mm, 10m (tsvmwb10) was reported as needing a rethreading tool. However, the product was not returned as it remains implanted and visual evaluation could not be performed. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The pre-existing conditions are unknown as no per was received. Additionally, the reported device remains implanted in an unknown tooth location, and it is not known when it was initially implanted. The customer did not provide x-rays or images. Appropriate documents were reviewed. DHR review was completed for the subject lot number (1245931). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction could not be verified, and the reported event could not be confirmed. The following sections have been updated: g6: checked "follow-up." H2: checked follow-up type. H3: changed "yes" to "no."

Event description:
No further event information available at the time of this report.